Manufacturer narrative:
This was stated in the nyt, see carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. The manufacturer followed up with the facility in antigua where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
This information was reported publicly by the new york times. See carreyrou, john. "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. Patient p3 (male, 47, diagnosed with metastatic rectal and liver cancer) experienced three clogged filters during his first treatment with seraph 100 on april 8th. Treatment continued with the fourth filter without clogging. The reporter suggests the clogs may be caused by either a large quantity of circulating tumor cells and other pathogens from the patient or by the treatment flow rate being set too low. According to the article, video taken of another patient receiving the same treatment near this time showed the flow rate was set at 80 ml/min. The seraph 100 IFU specifies a flow rate of 150 ml/min for priming and 100-350 ml/min during treatment. The article states that these treatments took place outside the united states, in antigua. The device was being used off-label for the treatment of cancer, outside of the united states in antigua.